Manufacturer narrative:
B5: describe event or problem - updated. A3a: sex - updated.

Event description:
It was reported that a farawave catheter was used during the procedure. The patient experienced vision loss in one eye and visual changes in the other eye. A dry computed tomography (CT) scan revealed negative results. The device is not expected to be returned, as it was disposed of post-procedure. Additional information revealed the patient was under general anesthesia when the issue occurred. Furthermore, a wet computed tomography was completed, and the test results are unknown.

Event description:
It was reported that a farawave catheter was used during the procedure. The patient experienced vision loss in one eye and visual changes in the other eye. A dry computed tomography scan revealed negative results. The device is not expected to be returned, as it was disposed of post-procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.